Event description:
It was reported that right atrial (ra) lead fracture was suspected and electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon further review, there was oversensed noise appeared consistent with lead fracture, however there was no pacing inhibition or asystole observed. Additionally, a recently stored sam event pointed towards ra lead integrity concerns. This crt-d system also showed evidence of respiratory rate trend (rrt) sensor oversensing. Further evaluation was recommended, and technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial (ra) lead fracture was suspected and electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon further review, there was oversensed noise appeared consistent with lead fracture, however there was no pacing inhibition or asystole observed. Additionally, a recently stored sam event pointed towards ra lead integrity concerns. This crt-d system also showed evidence of respiratory rate trend (rrt) sensor oversensing. Further evaluation was recommended, and technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this crt-d and ra lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 350 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of oversensed noise and impedance issues were likely caused by the confirmed fracture.

Event description:
It was reported that right atrial (ra) lead fracture was suspected and electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon further review, there was oversensed noise appeared consistent with lead fracture, however there was no pacing inhibition or asystole observed. Additionally, a recently stored sam event pointed towards ra lead integrity concerns. This crt-d system also showed evidence of respiratory rate trend (rrt) sensor oversensing. Further evaluation was recommended, and technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this crt-d and ra lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.